Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was above 250 mg/dl and below 500 mg/dl with excess urination and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump¿s cartridge cap could not be secured properly. This complaint is being reported because the reported health event was attributed to a device malfunction.